Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove, difficult to close clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and noted small p2 flail. There was difficulty visualizing the clip due to the anatomy. During positioning the physician inadvertently rotated the delivery catheter handle too much and the clip caught on the leaflet. Troubleshooting was performed and during this the clip became over inverted and would not close. More troubleshooting was performed and finally the clip popped into the correct position, allowing it to be successfully deployed. Mr reduced to 2. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported poor image resolution was due to anatomical challenges. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to user inadvertently deviating from the instructions for use (IFU) by excessively rotating the dc handle. It should be noted that the intended use section of the mitraclip system g4 u.s. Instruction for use states: ¿rotate the dc handle to align the clip arms perpendicular to the line of coaptation. Do not rotate the clip more than 90 degrees in each direction." Based on the information reviewed, the reported difficult to remove (anatomy) was due to the reported improper or incorrect procedure or method (failure to follow steps / instructions). The reported difficult to open or close (clip close difficult) was a cascading effect of the reported improper or incorrect procedure or method (failure to follow steps / instructions) and the troubleshooting that followed. There is no indication of a product issue with respect to manufacture, design or labeling.